Event description:
Recorded iegms show evidence of noise on the atrial lead. There has been no change in impedance or threshold values. The device is almost to eri and the future disposition of the lead will be decided at the time of device replacement.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.